Manufacturer narrative:
On 6/4/2019, it was reported to mentor that the date problem observed was (B)(6) 2016. On 6/18/2019, it was reported that a (B)(6) female patient who underwent augmentation mammoplasty on (B)(6) 2015 with mentor saline implants developed left implant malposition and underwent left capsulectomy on (B)(6) 2016. Shortly after surgery, the patient went into a hot tub and experienced delayed healing of the inframammary fold repair prompting a scar revision procedure on (B)(6) 2016. On (B)(6) 2016, an implant pocket irrigation and complex repair was completed after there was an implant exposure. There was an unusual light gray appearance of the anterior capsule and given her course history, there was suspicion for a mycobacterial colonization. Acid fast bacilli cultures were negative. The patient recently experienced left implant deflation. She did not notice any tightening or discomfort of the left breast before the deflation. The patient underwent left breast complete open capsulotomy and left breast implant replacement with mentor saline implant on (B)(6) 2019. Upon explantation, a thin capsular contracture was evident. Leaving a very small periprosthetic space. The implanted was folded along the edge where a crease and a 3 mm linear opening was discovered. The surgeon attributes the impaired healing and subsequent device extrusion to the patient postoperatively using the hot tub, therefore, this event is not attributed to the device. Should additional information become available, this case will be re-assessed, and notes will be updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/27/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. On (B)(6) 2019, it was reported to mentor that the patient experienced capsular contracture, device extrusion, and surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/24/2019, during evaluation of the sample a tear was observed within a fold or wrinkle on the posterior aspect of the implant, measuring approximately 1.4 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: a saline mentor smooth round moderate plus profile 325cc , catalog number 3502325, serial number (B)(4), lot number 6872484. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 325 cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with a saline mentor smooth round moderate plus profile 325 cc on (B)(6) 2019.